Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that myopotential oversensing and pacing inhibition were observed. The pacemaker-dependent patient was asymptomatic. The myopotential oversensing could be reproduced by having the patient take a deep breath. Programming changes were recommended. Patient will continue to be monitored.